Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced forgot to remove needle guard on (B)(6) 2025 after insertion. Events occurred after 3 or more hours of insertion. The insertion site was the abdomen. Blood glucose level was 380 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003506, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003506 was manufactured according to the work instruction (wi) version 108 and manufactured in the line l-8 on 06-oct-2023, with a total of (B)(4) units. An non-conformance (nc) 1755528 for discrepancy between the instructions was performed for the process. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.